Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of service after two consecutive charge times that exceeded time allowed for circuit charging. Device replacement was not possible because of medical issues with the patient. Approximately two weeks later it was reported that the device triggered normal elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2009; 4968-60, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was returned and analyzed. Analysis revealed the device met 100% of its expected longevity however during analysis when attempting to charge the circuit a warning message of "charge circuit is inactive" appeared. The device was sent out for further analysis. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the li along the edges and the likelihood of the li severing seen in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.